Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one el5ml device was received in good visual condition. A bag with four malformed clips was returned along with the device. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaw. When the instrument was cycled, the jaws remained closed and the trigger was manually assisted in order to open the jaws and no difficulties were noted. Upon inspection of the device it was noted that the tip of the advancer was bent and during the analysis, the tip of the advancer broke off. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device was disassembled and dried body fluids were found inside the shaft. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.